Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On (B)(6) 2012, they got a eo56 and the "pump just kept pumping and pumping." There were no symptoms reported.